Event description:
My doctor, (B)(6) at (B)(6) hospital, used a power morcellator during laparoscopic surgery for a partial hysterectomy to remove my uterus because of a large uterine fibroid. When he got in, the uterus was too large for the bag, so he did not use a bag. Pathology report came back showing leiomyosarcoma. On (B)(6) 2025, an MRI confirmed a recurrence of leiomyosarcoma (lms) (7.3 cm tumor, high grade), putting me at stage IV. Additionally, a subcutaneous tumor was found on the magnetic resonance imaging (MRI) at the original surgical port site. I have been having chemotherapy since then and will have surgery in (B)(6) to remove both tumors. Dr. (B)(6) advised me to do morcellation. He said there is too much risk with an open abdominal surgery. He did tell me about the risk of spread, but he said mine wasn't cancer. He also minimized the risk, saying that now they don't morcellate inside the body and they use the bag. I told him I thought the fibroid was too big for that and he said it wasn't. I asked that he switch to abdominal if he went in and it was too big. He agreed he would, but he didn't. He continued laparoscopically when he couldn't use the bag. Two gynecologists (dr. (B)(6), (B)(6) hospital and dr. (B)(6), (B)(6) hospital) told me that there was a 0.1% chance that my fibroid was cancerous, but then they both told me mine wasn't cancer and not to read about it. Dr. (B)(6) said I should keep the fibroid (which was already 13cm) and it would shrink in menopause. He said I should go on birth control. My tumor was estrogen positive and if I had followed his advice, it would been fertilizer for the cancer. These gynecologists are not educated on the warning signs of leiomyosarcoma. Dr. (B)(6) is advising patients to do laparoscopic surgery over abdominal surgery, which is not the guidance of the FDA and he didn't follow protocol with the bag.